Manufacturer narrative:
The previous report was submitted with an incorrect serial number. The serial number is unknown. Manufacturer's investigation conclusion: the reported event of driveline fault and controller fault alarms was confirmed via analysis of the submitted log file. The log file contained approximately 4.5 hours of data ((B)(6) 2021 per the timestamp). Multiple driveline fault alarms were also captured throughout the log file due to phase 2 being measured higher than phases 1 and 3. Intermittent replace system controller alarms associated with backup mcu faults were also captured throughout the log file. The alarms appeared to have resolved on their own each time. The alarms did not affect the pump¿s ability to operate at the set speed. The pump maintained a speed above the low speed limit throughout the log file. The heartmate ii system controller was not returned for evaluation. The root cause of the reported event could not be conclusively determined through this analysis. Multiple attempts were made to obtain additional information from the customer regarding the event; however, no additional information was provided. Device history records of the heartmate ii system controller could not be reviewed as the serial number is unknown. Heartmate ii instructions for use section 7 entitled ¿alarms and troubleshooting¿ and heartmate ii patient handbook section 5, entitled ¿alarms and troubleshooting¿, cover all alarms (visual and audible), including the low flow hazard, replace system controller and driveline fault alarm conditions, and the actions to take if the alarms cannot be resolved. The subsection entitled ¿what not to do: driveline and cables¿ informs the user not to twist, kink, or bend the driveline and to check the driveline cable for twisting, kinking, or bending which could cause damage to the wires inside, even if external damage is not visible. Heartmate ii patient handbook cautions users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. A supplemental report will be submitted once the manufacturer's investigation is complete.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer's investigation is complete.

Event description:
Related manufacturer report number: 2916596-2021-04379, 2916596-2021-04380. It was reported that the patient was admitted to the emergency room while having driveline fault alarms starting at 5:30pm with transient high power and high flow. The patient was reported to live in hospice, palliative care. The log files were submitted for review. The customer site ordered hemolysis labs and kidney, ureter, and bladder (kub) x-ray. The patient's family reported observing a controller fault alarm, but this could not be identified on device interrogation. The log file analysis revealed intermittent low flow alarms from (B)(6) 2021 at 4:06am to 4:18am. The pump is seeing a reduction in blood volume. The data reviewed showed an increase in power and a decrease in the average pulsatility index (pi) over time. There was concern from the customer site that the patient has a thrombus. The log file also showed driveline fault alarms appear to be the characteristic of an early driveline fault due to the sensitivity of the driveline fault detection circuitry. It was recommended to monitor the patient and perform a controller exchange for troubleshooting if the alarms continue. The patient's lactate dehydrogenase (ldh) was up slightly to 299 u/l from his baseline reading of 205-217 u/l. The patient's international normalized ratio (inr) value was 1.1. The x-rays were unremarkable and a system controller exchange was not performed.